Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Refill head comes off a little bit / it loosens from the toothbrush / while brushing teeth, the brush just goes up [device connection issue]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that he or she recently purchased an oral-b power rechargeable toothbrush handle pro 2500 and described that while he or she was brushing his or her teeth, the oral-b floss action brushhead just went up. He or she explained that when he or she brushed, the refill head came off a little bit; not completely, but it loosened from the toothbrush even though it clicked when he or she put it on. He or she asserted that it didn't happen every time he or she brushed, but has happened 4-5 times so far. He or she stated that it hadn't been dropped, and that he or she used oral-b toothpaste. No symptoms developed.